Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
X-rays were not provided. A depuy (B)(4) product development engineer evaluated the returned products. The engineer stated there does not appear to be anything about the implants suggesting that the pain and/or loose tibial component that led to the revision surgery was related to the implant design. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Tibial component loose, found intraoperatively. Patient complained pain. No wear debris was found in the joint.